Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was reported in error; the event was not reportable per 21 cfr 803:20.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, in which the device had run-on. Eight reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nine devices were received for evaluation; 9 events were confirmed during testing. Nine devices were found to be affected by corrosion. One device is available to stryker but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, in which the device had run-on. Nine reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.